Manufacturer narrative:
(B)(4). The reported complaint of "battery died when unplugged" is not able to be confirmed. The product was not returned for investigation. According to the service report, the field service engineer checked the pump and passed the battery load test. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iabp battery died when unplugged from outlet without issuing alarms". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or cosnequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp battery died when unplugged from outlet without issuing alarms". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or cosnequence reported. The patient's current condition is reported as "critical".